Event description:
It was reported via repair work order that the footend was stuck in an elevated position due to a bent footend cover that damaged sensor coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.